Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. No catalog or lot # provided. PMA / 510(k) #: the 510(k) for this device as it is unknown, because the material number is unknown. Device manufacture date: unknown. Investigation summary: customer returned one (1) used bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned pen needle was examined, and it was observed that the patient end (pe) cannula was broken (see attached photos). No evidence of manufacturing defect was observed. The broken pe cannula would be the cause for no flow through the pen needle, hence, the consumer would think the pen needle was clogged (as reported). Microscopic examination of the returned sample revealed characteristics such as residual bends on the hub end, ovality (deformation from the normally circular cross section) ¿ removal of the epoxy made this evident. When viewed together, these are all indicators of bending/re-straightening mode of failure. Unable to perform a DHR review due to an unknown lot number for needle clog. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken pe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time root cause description: the possible root cause for this issue (broken pe cannula): user error. No evidence of manufacturing related issues were observed on the returned samples. Microscopic examination of the returned sample revealed characteristics such as residual bends on the hub end, ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure.

Event description:
It was reported that a pen needle was found to be blocked. The following information was provided by the initial reporter: "needle blocked".